Manufacturer narrative:
Date sent to FDA: 04/24/2020. H6 patient code: 3189 - sugical intervention. Additional information: a2, d1, d2, d3, d4, d7 g1, g2. Additional b5 narrative: it was reported that the patient underwent a mesh removal on (B)(6)2019. It was reported that she experienced abdominal pain, obstruction and hernia. Corrected information: d6. Corrected b5 narrative: it was reported that the patient underwent a hernia repair procedure on 12/16/2014 and mesh was implanted.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.